Event description:
It was reported the hex shaft driver broke during surgery upon insertion of a screw. Additional information was requested numerous times by integra.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.